Event description:
It was reported the patient now wants his vns programmed back on. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported by the patient's previous physician that the patient was seen on (B)(6) 2016, before the reported increase in seizures, but about 3 months after the patient had been implanted with vns, and his lamotrigin was increased. On (B)(6) 2016, the patient came into the office with his nurse from his living facility who stated the patient had an increase in seizure frequency, up to 10 in a day, but had seen a significant decrease in duration and severity of the seizures. The physician stated she thought the patient must have had a reaction to the vns, so she programmed the vns off and wanted the patient to continue to titrate up on the lamotrigin. It was noted after the patient was programmed off, he had 7 seizures on (B)(6) 2016 and went to the hospital. On (B)(6) 2016 he had 1 seizure and on (B)(6) 2016 he had 1 seizure. On (B)(6) 2016 at the time of the call into the physician's office, he had not yet had a seizure that day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the process of titrating the vns settings up to therapeutic levels. It was noted that on (B)(6) 2016 his settings were increase and he then began having an increase in seizures about pre-vns baseline levels. However, it was noted when the patient swipes his magnet, the seizure duration is shortened. The patient's medication levels were checked and confirmed as ok. The physician had no explanation for the increase in seizures. The normal mode output current was programmed off, but the magnet mode was left programmed on. It was later reported the patient first began to see an increase in seizures on (B)(6) 2016, but it was not stated these were above pre-vns baseline levels. It was noted that initial the patient was doing well post-op. It was noted the patient was interrogated on (B)(6) 2016 and brought back into clinic on (B)(6) 2016 due to an increase in seizures and hospital stays. It was noted that (B)(6) 2016 was the date the patient's normal mode output current was programmed off. It was confirmed there were no stressors, there was no trauma, and no medication changes that were suspected to cause or contribute to the increase in seizure.

Event description:
It was later reported the patient is now seeing a new physician due to increased seizures. It is unclear if this increase is seizures was the increase previously reported, or if this is a new instance of increased seizures. Attempts for additional relevant information have been unsuccessful to date.